Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the touch screen working properly. A field service engineer logged into the station, confirmed the touchscreen was responsive, tested in hardware test application (hta), and rebooted the system into the application. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the touchscreen was not responding appropriately and required excessive pressure or multiple attempts to register user input. The user indicated that the screen likely required calibration to restore normal functionality. However, there were no delays or adverse events or injuries reported based on this event.